Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h11, h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm.

Event description:
As reported, the patient underwent a left reverse total shoulder arthroplasty. Subsequently, the patient presented with pain and pus excretion from axilla. The patient was revised, all implants were removed, and a competitor's infection spacer was placed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No further information provided.